Manufacturer narrative:
One cadd infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Evidence of " no disposable" alarms are noted in the event history log. However, the customer's complaint was unable to be duplicated. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a cadd legacy mdl, 6400 had alarmed while cassette was attached. No further information provided. No patient injury resulted.